Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and the outer insulation of the lead was extrinsically breached due to a tear. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress and the distal lv (low voltage) electrode of the lead was covered in blood. V isual summary analysis of the lead indicated damage at implant. The outer insulation is torn at 10cm and proximal conductor is distorted at that site.

Event description:
It was reported that during the implant procedure, the physician note an insulation abnormality in the lead. The insulation was bubbled near the is-1 connector. The lead was removed and was not implanted. A different lead was used. No patient complications have been reported as a result of this event.